Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the hospital on (B)(6) 2021 for a follow up device check. Upon interrogation, it was noted that the patient's pacemaker was experiencing far-field r-wave oversensing that resulted in inappropriate automatic mode switch. Programming changes were made on the same day. There were no patient consequences.